Manufacturer narrative:
(B)(4). Batch # p93w94. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The clamp arm was opened and closed without difficultly, there were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger, resulting in no audible feedback sound. The bent closure indicator does not affect the device functionality. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handle lost the tactile feedback click. It didn't seem to grasp as well. It doesn't seem to function fully. The case finished ok. No patient consequence.